Manufacturer narrative:
Follow-up #1: date of submission 06/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2015 with the following findings: the last basal delivery was on 04/10/2015 at 10:07am. There was no activity outside of normal use observed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The returned battery cap and cartridge cap were used during investigation. During evaluation, the ¿ez-prime¿ steps were successfully performed on the pump. The pump reflected 24 units after a 24 hour 1unit/hour duration test. There were no errors, alarms, warnings or any delivery interruptions that occurred during testing. The product performed within specification and the reported ¿history/settings issue¿ complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The basal history reportedly did not match the active basal program this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.